Event description:
While following up with the patient, product surveillance learned that the patient had seen air in the cassette tubing, during fill cycle 1. The patient explained that they had already disposed of the supplies and was unable to provide any further information.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.this MDR was submitted on (B)(6) 2011; however, due to a failure to receive the 3 acknowledgements, this MDR is being resubmitted on (B)(6) 2011.